Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the gray thing inside the reservoir that push the reservoir all the way was broken and not able to put a new reservoir. The customer¿s blood glucose level was unknown at the time of incident. Troubleshooting was performed for damage. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with loose drive support disk. However, device passed the displacement test. Device received a33 alarm during the basic occlusion test due to loose or protruded drive support disk. Unable to perform prime test, excessive no delivery test and occlusion test due to a33 alarm.